Event description:
This patient's pocket was revised. The clinic would not return phone calls regarding this event. No additional information is available and all records indicate this lead remains implanted. Should additional information become available, this report will be updated.